Event description:
It was reported that resistance was met when attempts were made to remove an asahi chikai black 14 soft tip guide wire after stenting in the right common carotid artery (cca) to internal carotid artery (ica). An unspecified microcatheter was inserted and the guide wire was then removed. Damaged polymer jacket was confirmed outside the patient anatomy at approximately 20-30cm of the chikai black 14 soft tip guide wire. The procedure was completed. It was confirmed that the damaged segment was attached to the tip of the microcatheter and was not left in the patient anatomy. It was informed that there were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Although chikai black 14 soft tip is currently us marketed, the subject model is sold only outside the us. The reported chikai black 14 soft tip guide wire was returned for evaluation. The returned guide wire was found intermittently scraped from the tip. The polymer jacket was found deformed in an accordion-like shape at approximately 886-893mm from the tip. Tearing, accordion-like deformation and turning-over of the polymer jacket were observed at approximately 1025-1093mm from the tip. The reported damage of the polymer jacket at approximately 20-30mm of the guide wire was not confirmed on the returned guide wire either from the tip or from the proximal end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that strong friction generated when the concomitantly-used device(s) contacted the wire surface had mostly contributed the scratching, tearing, accordion-like deformation and turning-over of the polymer jacket. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the returned guide wire, it was unable to completely rule out a possibility that some wire polymer fragment(s) might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ never push, auger, withdraw, or press this guide wire with enough force to feel resistance. Pressing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the tip of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position. Otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel. [Precautions] ~ never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. ~ never use catheters with a metallic part that may come into direct contact with the surface of this guide wire (atherectomy catheter, metallic dilator, etc.). ~ fasten the torque device to the guide wire firmly so that it may not loosen. Torque operation with a loose torque device may cause the coating to come off. ~ when changing the attachment position of the torque device on the guide wire, loosen the fastening of the torque device before moving it. ~ do not manipulate the stopcock of the guiding catheter when the guide wire and/or other device is inserted in the guiding catheter fitted with a stopcock. ~ if the guide wire meets resistance with the device used with the guide wire, do not apply an excessive force. If there is abnormal resistance, remove the whole system from the patient's body, and check the cause of the resistance. [Malfunction and adverse effects] ~ coming off of coating.